Event description:
It was reported that a pump alarmed constantly for air-in-line when no air was present. It was also reported that there was no pt injury related to this event. It is unknown which care area the device was in at the time of the alarm.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.